Event description:
On 7/30/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced implant loosening on the glenoid side. The patient presented to the clinic on (B)(6) 2025 with new-onset pain and dissatisfaction with shoulder function. A CT scan was ordered and reviewed by the physician. Imaging revealed slight polyethylene wear and mild cuff atrophy noted on radiographs. Based on these findings, revision from total shoulder arthroplasty to reverse shoulder arthroplasty was determined to be the most appropriate management option. Revision surgery is scheduled for (B)(6) 2025. The event was indicated as unrelated to the univers revers apex implanted on (B)(6) 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the clindex notification, the arthrex part is not related to the event and is not a product complaint. The most likely cause of the reported failure can be attributed to a patient-specific event.